Event description:
The customer reports that while the patient was connected to the ventilator, two heart stops occurred. The measured post and expiratory pressure (peep) value was 20 cm h2o, although the set peep was 4 cm h20. According to the doctors, the cause of the heart stops were attributed to too high peep.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.